Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that two articular surfaces from the same lot number did not contain a locking screw when opened for use during surgery. One of the opened implants was used to complete the procedure without use of a locking screw. The surgery was prolonged by 45 minutes.